Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Following the event related into MFR case # (B)(4), during the second revision surgery performed on (B)(6) 2017 in order to remove the tibia plate, one of the 3 screwdrivers broke. Another screwdriver was used unsuccessfully. In conclusion, the patient's plate was not removed because two screws could not be extracted despite the attempt to use drills.

Manufacturer narrative:
The reported event of broken screwdriver was confirmed upon product receipt. Referring to the product inquiry three screwdriver bits were reported having been in use whereas the received screwdriver bit implant extraction set t15 had broken during use and the remaining 2 did not work. A review of the product history records for the reported instrument revealed no discrepancies; no manufacturing or material related issues were found. A hardness test according to rockwell revealed the hardness of the material of the screwdriver bit being within specified parameters. The torx of the received screwdriver bit is completely broken off approx. Halfway from the tip. The broken off tip was also returned ¿ thus, no parts remained in the patient. The remaining portion of the torx at the shaft side was twisted against tightening direction which confirms the procedure of screw removal. The oblique breakage line indicates that the tip broke whilst the instrument was used as a lever. The breakage surface shows a brittle and a forced ductile fracture with plastic deformation at the contours of the. Appearance of damage such as oblique breakage line and signs of a brittle which occurred during untightening process indicate that the device fractured due to overload caused by high torsional forces in combination with bending moments ¿ most likely due to operating the screwdriver bit under misalignment. As the screw(s) could not be removed it is very likely that cold-welding of screw(s) and plate was the root cause. Cold-welding has been evaluated and is considered in the risk management file and is pointed out in the operative technique. Based on the above observations the root cause of the reported event is considered user related (inappropriate rough handling, potentially levering). The shaft is additionally marked with ¿do not lever¿. Review of complaint history, CAPA databases, risk analysis and the labelling did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. The event was not linked to a deficiency of the device.

Event description:
Following the event related into MFR case # (B)(6), during the second revision surgery performed on (B)(6) 2017 in order to remove the tibia plate, one of the 3 screwdrivers broke. Another screwdriver was used unsuccessfully. In conclusion, the patient's plate was not removed because two screws could not be extracted despite the attempt to use drills.